Event description:
It was reported that after an interventional procedure in the superficial femoral artery (sfa), arteriotomy closure of an antegrade puncture of the right common femoral artery was attempted using a starclose se device. Due to the patient being very obese and the sfa/profunda bifurcation located high, the puncture site was unusually high creating a long subcutaneous channel. Reportedly, during thumb advancer deployment, resistance was felt and the exchange sheath splitter was flared. During an attempt to press them back with a pair of forceps, the device slipped out of the vessel. The patient developed a hematoma of unspecified size that required no special treatment. Manual arterial compression and a non-abbott external compression device were applied to achieve hemostasis. Ultrasound revealed good femoral artery pulses. Although the procedure took approximately 15 minutes extra, there was no reported clinically significant delay in the procedure. The patient recovered with no problems. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. (B)(4) - due to the patient being very obese and the sfa/profunda bifurcation located high, the puncture site was unusually high creating a long subcutaneous channel. The instructions for use states do not use the starclose vascular closure system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported resistance felt when advancing the thumb advancer, and loss of arterial access could not be replicated in a testing environment due to the returned condition of the device. The observed incomplete thumb advancer stroke, incomplete sheath split and noted device damages confirm the reported resistance. The reported sheath splitter flaring and cutter damage was not confirmed. It was reported that due to the patient being very obese and the sfa/profunda bifurcation located high, the puncture site was unusually high creating a long subcutaneous channel. The instructions for use state, do not use the starclose vascular closure system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to advance the thumb advancer incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.